Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5539 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were hooks at the distal end of the guide wire, uneven. The nurse was unable to insert the introducer through the guide wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one stainless steel guidewire. The sample was received in its plastic hoop. Two slight bends were observed near the distal end of the wire. The guidewire coils were disjointed at the proximal end of the wire. The coil was unwrapped from the coil wire but remained attached to the weld tip. Microscopic inspection of the guidewire confirmed misalignment of the coils at the proximal end. Guidewire deformation was evident; however, inspection of the sample did not reveal evidence that informed the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include wire manipulation prior to or during attempted use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that there were hooks at the distal end of the guide wire, uneven. The nurse was unable to insert the introducer through the guide wire.